Manufacturer narrative:
Tms provider reported that one of their patients experienced a seizure during her 12th treatment and was taken to the ER. Patient's treater reportedly noticed that the coil had moved slightly during treatment. Treater paused treatment to readjust the coil and when they restarted treatment, the patient reportedly had a seizure. Patient is on wellbutrin and has reportedly been experiencing increased levels of stress which could have affected the patient's seizure threshold.

Event description:
Neuronetics received a call from tms provider reporting that one of their patients experienced a seizure during treatment.